Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP device. The manufacturer received information alleging dizziness, headache, inflammatory response, kidney disease/toxicity, and respiratory issues (difficulty breathing). Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.